Event description:
Had to have my breast implant removed and was told I had a different type then I later found out were implanted in my reconstruction surgery after my surgeon removed them in (B)(6) 2015, which now explains some of the pain and problems I have been having for the years that my general doctors blew off pain, numbness in my arms, swelling as nothing as well as tiredness, making me even think I was crazy which I'm not. The darn implants have been leaking as per the biopsy that I just was notified about I have silicone in my tissue even though my implants did not have a normal break in them. So maybe the FDA should have made me aware of how unsafe silicone implants by this company innamed or mcghan style 153 double lumen. The MRI I did have could not tell for sure anything I thought it could have a rupture in one breast. This one had been replaced previously by my former surgeon and the breast had capsular contraction, was hard a rock. This one was replaced by former surgeon after the original surgery in 2002 - 2003. So I was shocked to learn these implants were not what I had thought I was getting, and when I called to find out any info I was given, the run around saying I was not on the list by MFR of both of the current companies of this type of implant which is even more unsafe for the public, and god knows I have suffered myself now for years with unexplained pain in my arms, tiredness and the stress of trying to figure out what the heck was wrong with me. Something needs to be done. This is just not fair. We are at our lowest when we learn of the cancer and are trying to prevent anything more serious from happening. Since I had 4 children under the age of 18 at the time of my surgery years ago to learn. Years later the person I trusted lied and my government is not watching out for our safety this makes me very disappointed in the USA when europe has better safety measures in place for the citizens of their country. This is not the first device and I'm sure it's not going to be the last since my daughter is suffering from a different device, and no one cares about that either. She has tried to call about it and no response. Very sad. Hopefully it never happens to someone you live.